Event description:
The customer reported the cine feature was not functioning properly. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge board and the cine drive. The system operates as intended.